Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary bypass procedure, two threads were torn out continuously during the anastomotic operation of the blood vessel. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.